Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered a shock for ventricular tachycardia (vt) which ended up accelerating the rhythm to ventricular fibrillation, which was then treated with another shock. Review of device data confirmed the s-ICD system is continuing to exhibit conversion issues (which were also noted at the implant procedure during defibrillation threshold testing) which could be from suboptimal system placement. A general rise in shock impedance measurements was also noted. The s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had delivered a shock for ventricular tachycardia (vt) which ended up accelerating the rhythm to ventricular fibrillation, which was then treated with another shock. Review of device data confirmed the s-ICD system is continuing to exhibit conversion issues (which were also noted at the implant procedure during defibrillation threshold testing) which could be from suboptimal system placement. A general rise in shock impedance measurements was also noted. The s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Investigation determined that this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Boston scientific developed and released a software update for the emblem s-ICD product family that is intended to reduce the potential of a delivered shock resulting in an induced/accelerated arrhythmia.